Event description:
Placed on disability and hospitalized for 2 days for depression and anxiety. Since receiving silicone implants pt went from being in perfect health to being in bed for days at a time with numerous unexplained medical problems. These health concerns are as follows: severe pain/weakness in muscles/back/neck and shoulders, constant pressure/pain and tenderness in chest area, migraine headaches, flushing and red skin rashes, unexplained fatigue/lack of energy, limited range of muscle motion in both arms, joint swelling and pain, insomnia, dry eyes, memory loss, sensitivity to light.